Event description:
Info received indicates the left siderail will not remain latched. The siderail can be raised into the latch position but it will immediately drop back down.

Manufacturer narrative:
The tech found that the spring which holds the siderail bracket came loose. He reinstalled the spring to repair the bed. The siderails are now functioning properly.